Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
Continual loss of blood through the hemostatic valve of the introducer. The patient required a blood transfusion due to the excessive blood loss. The endograft was successfully deployed, excluding blood flow to aneurysm sac.

Manufacturer narrative:
(B)(4). Investigation: a review of the complaint history, device history record, instructions for use(IFU), quality control(qc), specifications and a visual inspection of the complaint device was conducted for the purpose of this evaluation. One used device was received to assist with the investigation. The captor iris valve was functional. There were two tears in the webbing of the silicone discs. The valve was leak tested with a syringe and tap water. There was a small leak with a dilator. There was no leak without a dilator. The zenith device has completed design control requirements demonstrating that the device meets the predetermined requirements and that the requirements meet the needs of the user. Specifically, hemostatic valve leakage testing has been conducted. The IFU contains the indications for use, warnings and precautions and appropriate method of use for this device. Specifically, it states "endovascular stent grafting is a surgical procedure, and blood loss from various causes may occur, infrequently requiring intervention (including transfusion) to prevent adverse outcomes. It is important to monitor blood loss from the hemostatic valve throughout the procedure, but is specifically relevant during and after manipulation of the gray positioner. After the gray positioner has been removed, if blood loss is excessive, consider placing an uninflated molding balloon or an introduction system dilator within the valve, restricting flow." All captor valve assemblies are 100% qc inspected for leakage. Measure's have previously been initiated to address this issue. The appropriate personnel have been notified. We will continue to monitor for similar events.

Event description:
Continual loss of blood through the hemostatic valve of the introducer. The patient required a blood transfusion due to the excessive blood loss. The endograft was successfully deployed, excluding blood flow to aneurysm sac.